Event description:
Boston scientific received information that this patient had experienced a syncopal event. A review of the device data noted a lot of sudden bradycardia response (sbr) events. However, there was no sbr event stored at the time of the syncope.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who could not determine an exact cause for the syncopal event. No other adverse events have been reported. This product issue will be updated if additional information is received.